Event description:
Info received indicates all of the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician isolated the issue to worn caster swivel locks. He replaced the casters to repair the stretcher.